Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to be stuck in the rewind complete / bolus delivery loop. Customer was with trainer and insulin pump was new. Customer's blood glucose was unknown. During troubleshooting, insulin pump did receive second series of beeps. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly noted during testing. The insulin pump functioned properly. No physical damage noted during visual inspection.